Manufacturer narrative:
One cadd-legacy® 1 pump was returned for analysis in good condition. The device was started with a cassette attached and it restarted. The reported issue was verified. This an issue with the circuit board, which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump continues to reboots when starting the pump. There was no reported injury to the patient.